Event description:
It was reported that during a sleeve gastrectomy procedure, the first device- the clip did not stay on the tissue and fell into the patient and was removed using a grasper. The second device did the same thing and the clip was removed with a grasper. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned instead of a and was noted to be in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.